Manufacturer narrative:
Per the pump user guide: you started a bolus request but did not complete the request within 90 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent incomplete bolus alerts. The customer acknowledged having accessed the bolus screen; however, had not completed the bolus and a valid incomplete bolus alert would occur. The customer would close out the alert and complete the bolus successfully. The customer's blood glucose (bg) level was 461 mg/dl at its highest. A corrective bolus and insulin injections were used to address the bg level.